Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to customer. The customer declined further follow up from tandem technical support. No additional information was provided.